Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that physician had difficulty advancing the stylet to the lead tip. A new lead was used and implanted successfully. No patient complications were reported as a result of this event.